Event description:
When the extractor handle is locked in position, the broach is loose. The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of eval: the results of the eval performed indicated that this event could not be verified.